Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller stated the adc freestyle libre sensor detached from an (B)(6) year-old customer after 2 days of wear. On (B)(6) 2021, the customer experienced a "malaise vagal" (vasovagal episode) and had a loss of consciences. The customer eventually was able to self-treat with "no different from insulin." No additional information was provided. There was no report of death or permanent injury associated with this event.